Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On october 29, 2020, olympus medical systems corp. (Omsc) received literature titled "evaluation of ercp-related techniques using short-sbe in postoperative reconstructive bowel cases". The purpose was to assess ercp-related procedures using short single-balloon endoscopy (short-sbe) in postoperative reconstructive bowel cases at our institution. In the literature, it was reported that 1 scope-perforation and 1 perforation during spreading a balloon near a part of anastomosis were observed in 168 patients with postoperative reconstructive bowel cases who underwent ercp from july 2013 to february 2020 at saitama medical university international medical center. The ercp procedures were performed using a short-sbe (olympus). Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, we assumed that the adverse event was associated with a short-sbe. Therefore, omsc will submit 1 medical device report (MDR) of a short-sbe for 1 scope-perforation and 1 perforation during spreading a balloon near a part of anastomosis.